Event description:
Report recived of an over-delivery of morphine sulfate. It was reported that the pt was receiving morphine sulfate 2mg every 10 minutes with a 4-hour lockout of 30mg. According to the customer contact, in 2000, the syringe was empty and needed to be changed at 1130. The customer contact reports that only 0.2mg of the requested bolus had delivered when the syringe went empty. After the syringe was changed, the customer contact reports that the pump was delivering the remainder of the requested bolus dose (1.8mg), but that the pump continued to deliver a total of 8mg before pt was able to clamp the line off with a hemostat. There was no reported adverse pt event as a result, and no medical interventions were required. The customer contact reports that they replaced the pump and continued therapy without event. Though requested, there was no further info available.